Event description:
A healthcare professional reported that the flap could not been lifted fully and the presence of central islands, high-order aberrations with the vision had slightly decreased in the right eyed of a patient, after lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after treatments. Root cause cannot be determined based on the available information. However, given all the performed surgeries, flap lifts, new flap created, scraping and again flap liftings by accident, the device can be excluded as root cause for the reported patient outcome. Most probable root cause is user handling. The manufacturer internal reference number is: (B)(4).